Event description:
The customer received high blood glucose results on the suspect device for three days. About three hours after taking insulin they began to feel weak. The device result was 121 mg/dl. Emts were called and their meter read 36 mg/dl. They were treated with an IV and given a sandwich and sugar. They said controls were too low on the system. The device was replaced with new product and then authorized for return to the manufacturere for evaluation.